Manufacturer narrative:
A customer in (B)(6) reported to biomérieux a falsely under estimated result for a patient in association with the vidas® tsh3 test kit ((B)(4)) when compared with two other test systems. The customer did not provide the isolate or test reports. An investigation was performed. The customer obtained a low patient result (0.24 uiu/ml, hyperthyroidism) with vidas® tsh3 while he obtained euthyroidism with 2 other methods (roche and architect abbott). The customer did not provide the lot number of the vidas® tsh3 test kit, so an analysis of the quality control records for eight active lots confirmed all lots meet specifications. The tsh value 0.329 uiu/ml obtained with roche elecsys, (expected values are [0.27-4.20 uiu/ml]), is in favor of euthyroid status and is very close to the lower part of the range. The tsh value 0.55 uiu/ml obtained with architect abbott, (expected values are 0.35-4.94 uiu/ml), is also in favor of euthyroid status and is very close to the lower part of the range. Abbott and roche are in favor of euthyroid status but close to the lower part of the range, and it would be ideal to have more information related to the collections time. The tsh value 0.24 uiu/ml obtained by vidas® tsh3 (expected values are 0.27-4.21 uiu/ml) is below the expected value but close to the lower value. However, all these tsh values don't correlate with ft4 value 6.57 pg/ml which is low (the expected value in cas of euthyroid status is [9.2-17 pg/ml], so it would be important to have more information regarding the clinical history of the patient. The customer did not provide the isolate, test reports, clinical history of the patient and possible treatment , or the date and time of the collections and if it was the same tube. Without this information we cannot continue the investigation and determine the cause of the customer's result.

Event description:
A customer in (B)(6) reported to biomérieux a falsely under estimated result for a patient in association with the vidas® tsh3 test when compared with two other test systems. The results were: vidas®: 0.24 uiu/ml, expected 0.27-4.21 uiu/ml. Architect: 0.55 uiu/ml, expected 0.35-4.94 uiu/ml. Elecsys: 0.329 uiu/ml, expected [0.27-4.20 uiu/ml. The physician was retesting the patient for tsh which should be normal as their disease was diagnosed in 2015. The doctor has found a new diagnosis to be confirmed by cerebral scan in search of a pituitary tumor. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.